Event description:
After an implantation period of approximately 84 months it was reported that oversensing was observed. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these devices as well as on the returned ICD data. The manufacturing processes for the lead and the ICD were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. The final acceptance tests proved the devices functions to be as specified. The returned ICD data have been analyzed. The inspection of the available iegms from (B)(6) 2022 revealed the presence of noise in the rv channel, which led to charging cycles without shock delivery, as mentioned in the complaint description. Furthermore, an increase of the rv pacing impedance was documented. The data further showed that a new rv lead was implanted on (B)(6) 2022. Regarding the battery voltage measurement, the discrepancy is anticipated. The displayed battery voltage of 2.92 v represents the last automatic voltage measurement before follow-up. After about 24 minutes follow-up with wandless telemetry, the manual measurement yielded the slightly lower value of 2.86 v. This is expected and resulted from the higher current consumption during follow-up. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the lead and the ICD. The analysis of the returned data revealed no indication of an ICD malfunction. A lead damage cannot be excluded.